Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports a cleaner was pricked by an exposed lancet from a disassembled safe-t-pro plus device. There is no information to suggest the cleaner received medical treatment. Requested return of suspect device.